Manufacturer narrative:
The customer called back. They had localized the issue to a failed battery. The customer replaced the battery to resolve the issue.

Event description:
The customer reported that the device showed a power interrupted message, indicating an unexpected shut down of the device.